Manufacturer narrative:
Internal complaint reference: (B)(4) the complaint product has been returned, confirming the reported event. Visual inspection, noted no obvious defects to product or packaging. A functional evaluation found that the adhesive remained stuck to the carrier and not the dressing when peeled off, reducing adherence. The root cause has been deemed a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instructions for use. A documentation review has been conducted, confirming previous complaints of this nature, with corrective action currently under effectiveness review, the complaint product was released after the actions being initiated. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no manufacturing problems observed, no additional corrective actions are deemed necessary.

Event description:
It was reported that, during treatment, two (2) opsite flexifix gentle 10cmx5m packs were opened the adhesive of them remains on the cover and not on the tape when protective plastic is removed. The product cannot be used. It is unknown how this issue was resolved. The patient was not harmed.